Event description:
A malfunction was reported by the customer, but the specific code was unavailable. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions or the outcome of the event.